Event description:
The customer reported to olympus, the xenon lamp failed prematurely at 300 hours versus validated 500 hours on clv-s400 light source. The issue was found during a therapeutic fiberoptic endoscopic evaluation of swallowing (fees) procedure. There was an approximately 15 minutes delay with no impact to the patient¿s condition. The facility replaced the failed lamp and completed the intended procedure with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reported failure (lamp stopped lighting after 300 hours) was not reproduced. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported issue could not be determined. This supplemental report includes a correction to d4 and h3 from the initial medwatch. Also, information has been added to d9 and h4. Olympus will continue to monitor field performance for this device.